Event description:
Possible perforation and poor electrical function of the rv lead. Per history and physical: (associated regional hospital). Patient who presents for elective ICD placement due to ischemic cardiomyopathy implanted: medtronic sprint quattro MRI surescan, medtronic lead pace surescan capsure fix novus MRI 45cm, medtronic evera MRI xt dr. Two days later: related encounter in progressive care unit: incision site clean without hematoma swelling and/or bruising. Medtronic representative will come to check the device this morning. Follow-up in my office in 1 week without an appointment for an incision check. Hospital course patient presented yesterday for ICD placement. Patient tolerated procedure well. He did have repeat chest x-ray this a.m. For assessment of lead placement. He did have modifications to his ICD this a.m. By medtronic representative. One week later, physician note: patient came in for an incision check and check of his device. His threshold had increased like it did the day after the procedure. He then had a interrogation that was normal done monday with a good threshold. We did a chest x-ray pa and lateral and it looks exactly the same as the one he had done post procedure. I looked at the x-ray with the radiologist and agrees that the x-ray looks exactly the same. He suggested a CT scan to be completely sure. When the patient came back from x-ray to have the settings finalized on his device he was pushing on the can and noise was noted on the ventricular lead. We will await the results of the CT scan but nonetheless the patient will be taken to the cath lab in 6 days with reevaluation of the generator which may be the culprit and the rv lead will be tested. We did a brief echocardiogram that shows no pericardial effusion. Patient is completely asymptomatic at this point. Incision is healing very nicely. Direct hospital admission from physician office: (B)(6) y.o. Male, who has a history of cad s/p CABG, hfref, s/p dual-chamber automatic implantable cardioverter defibrillator (aicd), htn, hld who presented from doctor's office after a cct showed right aicd in place and ventricular lead projects 2.5 cm distal to the apex the right heart. No hematoma or pericardial effusion. He explains he feels well and did well following initial aicd. A few nights ago he was awakened by his pacemaker. He was seen by doctor and found to have a ventricular lead projects 2.5 cm distal to the apex the right heart. Doctor was contacted for direct admission. Impression: right aicd in place and ventricular lead projects 2.5 cm distal to the apex the right heart. No hematoma or pericardial effusion. If further clarification is necessary correlation with gated noncontrast CT of the chest would be most useful. Next day's operative note: preoperative diagnosis: ischemic cardiomyopathy s/p remote CABG. S/p recent dual chamber aicd implant. Aicd lead malfunction. Postoperative diagnoses: ischemic cardiomyopathy s/p remote CABG. S/p recent dual chamber aicd implant. Aicd lead malfunction. Procedure: aicd right ventricular lead removal. Aicd lead insertion with attachment to existing aicd generator. Intraoperative fluoroscopy for lead insertion. Transesophageal echocardiogram was done by anesthesia, and there was no evidence of baseline pericardial effusion. The aicd generator and leads were mobilized and removed from the pocket. The right ventricular lead was disconnected form the aicd generator and the anchoring lead cuff was freed from the pectoralis fascia. A stilette was advanced through the central lumen all the way to the tip of the lead. Gentle traction was applied and the lead was easily removed under fluoroscopic guidance. The lead was sent to medtronic for analysis. Transesophageal echocardiogram following removal showed no evidence of new pericardial effusion. The new aicd lead was advanced through the sheath and the peel-away sheath removed. The distal anchoring screw was deployed. The lead was secured in place to the pectoralis fascia using the lead cuff and 2-0 surgilon suture. The lead was tested. The patient tolerated the procedure well. There were no complications. Chest x-ray at the conclusion of the procedure showed good lead placement and no evidence of pneumothorax. The patient was extubated and taken from the operating room to pacu in stable condition. Explanted: medtronic sprint quattro MRI surescan. Implanted: medtronic lead 6935 55cm. Ten days post ICD placement: patient discharged. Discharge note: was then taken to the csicu in stable condition. He remained in stable condition and was extubated to nasal cannula. Also, on the evening of surgery patient was weaned from vasoactive drips. Currently his blood pressure and heart rate are well controlled. There were no significant complications in his recovery and he is now being discharged home.